Event description:
It was reported that asymptomatic patient presented in clinic. A message was displayed indicated that the device had reached eri. The patient did not receive a patient notifier, nor did the clinic receive a remote transmission alert. The last remote check on (B)(6) 2017 showed an estimated remaining longevity of 10 months, and a year ago the estimated remaining longevity was 2.2 years. The clinician feels the longevity timeframe from nov to jan was too quick. The device is scheduled to be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the device was explanted and replaced. The patient was in stable condition before, during and after the procedure.

Manufacturer narrative:
Device was tested on the bench and found to be normal. Device was found to be within estimated longevity. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.